Event description:
It was reported that lead integrity alert (lia) was triggered. There was high impedance, elevated short interval counts (sic) and possible fracture on the right ventricular (rv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the right ventricular lead integrity alert, and the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Beginning (B)(6) 2015, 80 ventricular sensing integrity counts (sic); ventricular tachycardia (vt)-nonsustained episodes with evidence of lead noise oversensing. On (B)(6) 2015, rv pacing impedance spiked to 1596 ohms up from a trend in the 300-400 ohm range. Rv lead integrity warning occurred on (B)(6) 2015 for sensing integrity counter (sic) greater than 30 in 3 days and rv lead impedance variation in last 60 days.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)